Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they were unsure if they pressed a button down for three minutes or longer. The insulin pump was also not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned that their blood glucose during the call was 54 mg/dl and treated with food. There was no indication that the insulin pump over-delivered. Troubleshooting for the low blood glucose was not fully performed due to the stuck button alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.